Event description:
The patient reports he is unable to recharge his ipg. He reports he last recharged two months ago and stopped receiving stimulation approximately 2 months ago and has not used his programmer in a long time. The patient reports he has attempted to recharge his ipg but has been unsuccessful. The patient will follow up with a sjm representative to evaluate the system. Date of event: (B)(6) 2014.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up information identified the patient underwent surgical intervention to remove and replace the ipg which resolved the issue.

Manufacturer narrative:
UDI (di): (B)(4). Correction number: 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up information identified the programmer was unable to communicate with the ipg. Surgical intervention is pending to address this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.